Event description:
It was reported to tyco/kendall healthcare on 03/13/07 that a customer had a problem with the umb catheter. Leakage of catheter distal to hub. Attempted reinsertion of uvc line unsuccessful. Neonate then went for fluoro guided PICC. Customer has not changed protocols in 5 years, no clamps used. Catheter was initially inserted at a different hospital (mount sinai), ditails as to lot number and insertion date requested by tyco product specialist but not provided to date. Multiple different rns provided care to the neonate. The 1- 3 ml syringes potentially used for push meds. IV tubings changed every 48 hours. With this change, the catheter was cleaned with chlorhexidine. Pt status reported as recovered. The device is being returned for examination.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.